Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that her pump has a blank screen and stopped giving her insulin. Advised customer to return pump.